Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was not completing the air removal step during the load process. Tandem technical support educated customer regarding the air removal step. The customer continued to use the existing cartridge for insulin therapy.